Manufacturer narrative:
(B)(4). The device was received and sent to engineering for analysis. The complaint was confirmed, the device was not able to close because opening cable has hopped off of pulley and wedged itself between the pulley and the toggle, keeping the end effector from closing.

Event description:
During an laa ligation, the staff opened the device and proceeded to open and close the clip three times prior to inserting but, the clip would not close. A replacement clip was used without incident. There was no delay in case nor patient consequence.